Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, imaging proved challenging. The clip was advanced into the ventricle and became entangled with the septal leaflet. While attempting to disengage the clip from the septal leaflet using lateral steering of the triclip steerable guide catheter (tsgc), the stopcock with an attached pressure line connected to the tsgc hemostatic port made contact with the stabilizer crossbar, resulting in fracture of the hemostatic valve port. Aspiration was subsequently performed. The clip could not be detached from the leaflet and was therefore deployed in its existing position. The tr was reduced to grade 2. The procedure was terminated. There was no clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided, a cause for the entrapment of the device with the anatomy resulting in unspecified tissue injury cannot be determined. Image resolution poor is related to procedural conditions as imaging was reported to be challenging during the procedure. Tissue damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.